Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2014. (B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent left inguinal hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2019 during which the surgeon noted on both sides, the left and right inguinal meshes were densely adherent to the cord structures. He performed tedious detaching of the mesh from the cord structures and other structures, which required extra effort and double the amount of time that is normally spent in this type of procedure. It was reported that the patient experienced chronic pain. Other procedure is captured in separate file. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 11/20/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.